Event description:
A female presented with an m1/m2 occlusion. Very tortuous ica siphon made this a very tough case. A total of 3 retrieval attempts were made using 2 merci retriever v 2.5 soft devices, resulting in partial recanalization of the vessel. Intra-arterial tpa was also used. The superior division of the m2 ended up with a dissection. The physician felt that the use of the merci retriever v 2.5 soft contributed to the dissection; not due to poor performance but just an unfortunate circumstance. The dissection led to a hemorrhage that the physician believed contributed to the pt's death 12 hrs after the procedure.

Manufacturer narrative:
None of the reported info suggested that any concentric medical device malfunctioned. Because the device was not returned to concentric medical, a complete investigation could not be performed. The current device instructions for use (IFU) lists vessel dissection as known complications. Also, there is a warning in the IFU that provides recommendations to prevent vessel damage.